Event description:
It was reported that the pulse generator exhibited mode switching due to far r wave sensing on the atrial lead. The sensitivity was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.